Manufacturer narrative:
(B)(4).

Event description:
It was reported that "catheter guide was bent inside the packaging." This was found prior to use. There was no patient involvement.

Event description:
It was reported that "catheter guide was bent inside the packaging." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for analysis. The photo shows a kinked guide wire. Therefore, the customer report was confirmed; however, a complete visual inspection could not be performed as no sample was returned and the outer pouch was not also pictured to confirm any bends/creases. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.